Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a blank display as well as damaged. The customer¿s blood glucose level was 300 mg/dl. It was also reported that the retainer ring was missing. It was reported that the insulin pump was dropped. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump received with blank solid white display due to cracked lcd glass. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, or verify missing segments due to cracked lcd glass. Pump received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, missing display window cover, broken reservoir tube lip, cracked case behind the pump near the battery compartment, cracked battery tube threads, and minor scratched lcd window. Unable to perform the displacement test or lock reservoir into place due to missing retainer.